Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was attempted but could not be completed. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was under infusing. They stated that the pump would alarm that the infusion was complete and that the IV bag was still half full when the alarm would occur. They did also state the pump alarmed several times throughout the infusion, but that they hadn't read the display when the alarms occurred. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).